Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was reproduced. The device was unable to be tested for flow rate due to false upstream occlusion alarm. Evaluation found the upstream sensor fluid numbers out of specification and unable to calibrate. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump repeatedly activated an upstream (proximal) occlusion alarm during the flow rate accuracy test performed as part of preventive maintenance. There was no patient involvement. No additional information is available.